Event description:
Dissection noted after left anterior descending (lad) stenting in 2006. There were no complication, no ECG changes, and patient discharged to home on same day.

Manufacturer narrative:
This patient presented to the cardiac cath lab for a planned staged procedure with 3-vessel disease present and less than 50% left ventricle ejection fraction (lvef). Pre-procedure medications included aspirin 100mg, statins and ace inhibitors. Intra-procedure medications included aspirin 250mg by bolus, clopidogrel 600mg and unfractionated heparin. Percutaneous coronary intervention (pci) was performed on an 80% de novo lesion in the mid left anterior descending artery (lad) and the 1st diagonal of 30mm in length in a 2.75mm vessel diameter at a bifurcation. The (type) eccentric lesion was also characterized as ostial, irregular, with little to no calcification and readily accessible to the proximal segment. The lesion was pre-dilated with a 2.5x15mm balloon at 8 atmospheres (atm) before deploying two overlapping stents using the culotte technique. First deployed as a 2.75x33mm cypher select stent at 18 atm with satisfactory results. Post-dilation was conducted with a 2.5x15mm balloon at 20 atm due to the bifurcation. Then a 2.5x23mm cypher select stent was deployed at 20 atm to treat a dissection. Post-dilation was conducted again with a 2.5x15mm balloon at 8 atm. Ivus was not used. The type c dissection was in the 1st diagonal after the lad stenting. It was treated with the second stent. There were no complications and no ECG changes. Post-procedure medications included permanent aspirin 100mg, clopidogrel for 12 mos, statins and ace inhibitors. Please note that this product is not distributed in the us. However, it is similar to the us distributed cypher sirolimus drug eluting stent. It is also not available for testing and evaluation. Additional info received will be submitted within 30 days upon receipt.